Manufacturer narrative:
Additional information was received that the patient underwent the pocket revision. The ipg was flipped inside the pocket and the physician chose to replace it. The patient is doing well following the revision. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient is experiencing difficulty charging their implant and pain/discomfort after charging for sometime. The patient's ipg appears to be at an angle. The physician recommended pocket revision. .

Event description:
A report was received that the patient is experiencing difficulty charging their implant and pain/discomfort after charging for sometime. The patient's ipg appears to be at an angle. The physician recommended pocket revision. .

Event description:
A report was received that the patient is experiencing difficulty charging their implant and pain/discomfort after charging for sometime. The patient's ipg appears to be at an angle. The physician recommended pocket revision. .